Event description:
A nursing home notified a sales representative of this distributor that a patient cut her leg on the lever release for the legrest on the wheelchair in two different incidents. In the first incident, the patient received a wound on her calf and ws taken to the hospital for treatment. The medical staff at the nursing home did not realize that the cut was caused by the lever release on the wheelchair until it happened the second time. Theradyne, the manufacturer of the wheelchair, was notified by the sales representative near the time of th eincident. The sales representative did not notified distributor's smda administrtor until may, 1993device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.